Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the procedure, no issues were noted. Reinforcement material was not used during the case. On postop day 2 or 3, the patient exhibited a bleed at the anastomosis. There is a potential the patient went back to the or. Current status of the patient is unk. Further details have been requested.